Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a cap that was loose and fell off. This was observed prior to peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.